Manufacturer narrative:
H3: device return status is unknown at this time. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the cope mandril wire guide separated during an unknown procedure. The user noted that the wire could not to be removed, in which the end of the wire unraveled and separated. A small portion of it, possibly the tip, was left inside the patient. No other adverse effects were reported for the patient. Additional information regarding event details and patient outcome have been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the cope mandril wire guide separated. During an unknown procedure, the wire could not to be removed. The end of the wire unraveled, and the tip separated. The separated portion migrated to a place where no immediate action is needed and is still inside the patient. As reported, the wire guide was manipulated, snared, and withdrawn through an unknown sheath. It is unknown if the patient had tortuous or difficult anatomy. No other adverse effects were reported for this event. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), drawings, specifications, and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot had one potentially relevant in-process discrepancy, where in-process discrepancies were scrapped, and the rest were 100% inspected. There are no other complaints on this lot at the time of this investigation. The wire guide holder is supplied with an l_scor label attached indicating not to withdraw or manipulate the wire guide through a needle. Based on the dmr and DHR, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook was not able to determine a definitive cause for this event. It is not known if the patient had difficult or tortuous anatomy which could have led to this event. It is not known if the wire guide was manipulated or withdrawn through a needle. If the wire guide was manipulated or withdrawn through a needle this could cause the device to become damaged. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: a2, a3a. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event has been received since the previous medwatch report was sent.

Event description:
It was reported in additional information received (B)(6) 2025 that the wire guide was manipulated, snared, and withdrawn through the sheath. The tip of the wire guide migrated to a place where no immediate action is needed and is still inside the patient. It is unknown if there are any plans to remove the fragment from the patient. It is unknown if the patient had tortuous or difficult anatomy

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, e1 (email and phone number). Correction: b3, h6 - annex f. E1 - phone number: (B)(6). H6 - annex f: foreign body retained in patient. H3 - device evaluated by mfg? Device will not be returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.